Event description:
It was discovered during the receipt and inspection of the returned device that the bronchovideoscope had corrosion on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
When the device was returned to olympus for inspection, it was discovered that there was corrosion on the distal end of the device. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the additional failures is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.